Event description:
The reporter stated the patient had a 12.5mm icm125v4 implantable collamer lens explanted on (B)(6) 2013 due to the development of a cataract. There was no patient injury. The cataract was removed and an iol was implanted. The reporter stated there were no complications related to the cataract. The patient had the icl lens implanted in his right eye (od) in 1999, by a different doctor, as part of the icl study.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted/removed 14 years after implantation to address cataract development. After uneventful surgery and cataract removal, iol was implanted. No reported postoperative sequelae. No additional information is received to date. The literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). Conclusions (no conclusion can be drawn): based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).